Event description:
It was reported the customer was experiencing severe low blood glucose. Customer's blood glucose would decline to 30 mg/dl. The customer attributed their low blood glucose to high activity. The customer also reported their blood glucose would reach 300 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.